Manufacturer narrative:
Concomitant products : 6949-58 lead, implanted (B)(6) 2005, 4024-58 lead, implanted (B)(6) 1998.

Event description:
It was reported by the physician's office that the endocardial unipolar left ventricular lead positioning was difficult, and the patient is being followed every three months for a pulsing sensation. No echocardio optimization was done and the patient was unwilling to have the lead explanted and replaced with an epicardial lead so the lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.